Manufacturer narrative:
This device will be investigated. The vbeam ii operator's manual, refer to page 59 contains instructions on how to handle spills or exposure to the laser dye solution. In case of a spill or exposure to the laser dye solution the dye solution may be harmful by inhalation, ingestion or skin absorption. Handle the used megadye cartridge with care at all times. See the vbeam cartridge assembly msds candela p/n 7121-90-9940 for more complete information. The toxicity and health hazard data of the dye solution has not been established. Following a spill or exposure: evacuate the area and close off to all personnel. In case of eye contact, immediately flush eyes with water for at least 15 minutes. In case of skin contact, remove contaminated clothing immediately and flush skin with soap and water. In case of inhalation, remove to fresh air. In case of ingestion, drink 2 to 4 glasses of water, induce vomiting and call a physician. Obtain an osha/msha approved respirator, rubber gloves, and safety goggles. If there is a spill, absorb the spilled liquid with vermiculite, dry sand or similar material. Obtain a container that can be sealed securely. Carefully sweep up material into container and seal. Ventilate the area and wash the spill site after material pick up is complete. Refer to the msds for disposal procedures.

Event description:
The physician assistant of the dermatology facility reported finding liquid all over the floor around the laser machine. The physical assistant called professional emergency responders for hazardous materials to clean up the spill. It was reported that 12 (including 2 pregnant women) people requested medical attention for headache, blurred vision and nausea. Candela followed-up on dec 17th with office manager of the dermatology facility and confirmed that all 12 people are doing fine.